Manufacturer narrative:
The investigation into the aic - purge disc/flag issues has been completed since the original report was filed. The console was returned and tested after arriving in fs. Upon visual inspection of the console, it was found that the purge retainer was broken. The cause of the issue was a broken retainer likely occurred throughout normal use of the device.

Event description:
The user facility reported a 77-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During support, the automated impella controller (aic) purge disk transducer broke during a cassette change. The aic was replaced. There was no patient harm.

Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.